Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in bacterial peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient was treated with vancomycin intraperitoneally (frequency, duration and dose were not reported) for the peritonitis. Four days later, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. It was not reported if the patient was retrained in aseptic technique. No additional information is available.